Event description:
A customer reported that their device was taking longer to fully charge than before. There was no adverse impact to the customer's blood glucose level. No further action was required as the customer declined follow-up, and no additional information was provided.